Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc needle went through the catheter the following information was provided by the initial reporter; the patient was admitted to the hospital with kidney stones. After admission, the doctor issued a medical order based on the condition: 100ml of 0.9% sodium chloride injection + 1.5g of cefuroxime for intravenous drip. When the nurse performed venipuncture, she first pulled out the indwelling needle core and found that she was sent to the hospital. The tube was difficult, so I reinserted the needle core of the indwelling needle and found that the needle core of the indwelling needle had punctured the tube of the indwelling needle.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
A complaint history record(chr) review could not be performed as no batch/lot number was made available for this reported event. A device history review was unable to be performed since no lot/batch number was provided. A retain sample analysis review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable a-eura srd-rm0019 rev 15 indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample and batch/lot number information. H3 other text : see narrative.

Event description:
No additional informaiton provided.